Event description:
It was reported that, after implantation of a humeral nail implantation had been performed on (B)(6) 2020, the implant's proximal screw mobilised. A revision surgery took place on (B)(6) 2020 for the repositioning of the screw. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant clinical information was provided to confirm the reported mobilization nor revision. Per subsequent e-mail, it was reported the same implants were repositioned. Based on the information provided, the future impact to the patient beyond the reported revision cannot be determined. Since there was no reported harm or injury to this patient, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.